Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to mishandling of the device at the facility. The event can be prevented by following the instructions for use (IFU) which state: "warning: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had chipped tape at the tip, parts fallen off at the distal end, including the bending section cover. Additional evaluation findings were as follows: the distal end of the plastic cover had a chip and scratches, the bending section cover had a chip, crack and thread sticking out, the objective lens had cement peeling, the light guide lens had scratches, the bending section was detached at the distal end and the insertion tube had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that tape was chipped at the tip and that parts had fallen off from the distal end including the bending section cover on the cysto-nephro videoscope. The issue was found during reprocessing, no other procedure was involved. There was no report of delay nor patient, or user harm associated with this event. Related patient identifiers: (B)(6) and (B)(6).